Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture,15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's name was not updating in the epic. The customer informed the technical support specialist that the field where the preferred name resided was not sent with every epic-related adt communication. As a result, the preferred name field in pyxis constantly updated to either the preferred name or the actual name. It was decided that, due to this inconsistency, it was better for pyxis not to receive this information at all. The technical support specialist (tss) confirmed that the customer inquired about the use of preferred versus legal names in their emr and pyxis environments. It was confirmed that the customer does not utilize preferred names in their hl7 messages, so only legal names are available. The customer was advised to instruct users to search by visit ID or legal name as displayed in the emr when questions arise regarding patient information. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a patient name was not reflecting on the station. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.